Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. Additional suspect medical device components involved in the event: model: sc-2408-56, serial: (B)(4). Description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that one of the patient¿s leads was anterior. The patient underwent a revision procedure and the physician replaced one of the leads. The physician was not able to confirm which lead was explanted.

Manufacturer narrative:
Additional information was received that the physician was not able to use the anterior lead during perm trial as the patient was experiencing uncomfortable belly stimulation even at low amplitude. The physician replaced the lead due to preference and no malfunction was suspected.

Event description:
A report was received that one of the patient¿s leads was anterior. The patient underwent a revision procedure and the physician replaced one of the leads. The physician was not able to confirm which lead was explanted.